Event description:
It was reported that the patient had fallen last summer. During a routine follow up, the right ventricular lead exhibited loss of capture, oversensing and low impedance. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis found inner and outer insulations damaged at 26.5 cm to 27 cm from end of connector pin due to rib clavicular crush. Insulation abrasions were also noted, abrasions are consistent with constant friction with the device can.